Manufacturer narrative:
An outside united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed total bilirubin (tbi) patient sample result obtained on a dimension rxl max with hm system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the instrument data logs and the information provided by the customer. Quality control (qc) recovery was within the customer's expected ranges without evidence of imprecision or outliers on both dates of processing the two samples. The samples from (B)(6) 2022 were reprocessed and similar results were obtained compared to the initial results for the individual samples. A potential product issue was not identified. The cause of the event is unknown. The instrument is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely depressed total bilirubin (tbi) patient sample result was obtained on a dimension rxl max with hm system. The falsely depressed result was reported to the physician and was questioned. A new sample was drawn from the same patient on the following date and processed on the original dimension rxl max with hm system. A higher result was obtained, considered correct and reported. The customer stated that there was a delay in treatment due to the falsely depressed result. There are no known reports of adverse health consequences due to the falsely depressed total bilirubin (tbi) result or the delay in treatment.